Event description:
It was reported by the patient's mother that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient's mother stated that the needle, on the pod that her son was wearing, did not retract and caused an infection which he had to go to urgent care on 15jun2026 to treat. Symptoms include a large bruise, bleeding, and it was discolored green. The patient was taken to the urgent care and was diagnosed with possible infection. The patient was treated with antibiotics. The patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.